Manufacturer narrative:
E1:(B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump alarmed 41786. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
D9. Date returned to mfg: 30-sep-2024. Investigation summary: the affected device was returned for evaluation. Pump power up test performed - device failed. Customer¿s reported problem was verified. The cause was the internal battery had been depleted. The device was charged according to the instructions in the manual. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.